Manufacturer narrative:
There is no evidence to suggest that the anchorfast malfunctioned. Since anatomy and edeme vary from patient to patient, frequent lip inspection as instructed by the IFU is necessary.

Event description:
It was reported the patient was intubated and had an anchorfast endotracheal tube holder in place. The tube holder had been in place for 6 days when redness was noted on the patient's upper lip under the foam bumper. The device was removed and an "unstageable" pressure ulcer was noted. The pressure ulcer was not present when the endotracheal tube holder was applied. The patient was discharged from the hospital after consult with plastic surgery. However it was decided by the family that no treatment was to be given.